Event description:
It was reported "the device opened on the table has an incorrect opening/inflation". It is reported that this issue happened prior to use. No patient involvement reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed with no relevant findings. The potential cause of this complaint could not be determined based upon the information provided and without a sample. No further action is required at this time.

Event description:
It was reported "the device opened on the table has an incorrect opening/inflation". It is reported that this issue happened prior to use. No patient involvement reported.